Manufacturer narrative:
Exact date unknown, event occurred in 2014.

Event description:
It was reported that the patients ipg was no longer charging and was non-functional. Upon opening the pocket during the revision procedure, it looked as though that the patients tissue in the pocket site was tarnished and looks like tissue scarring. The physician opted to explant the ipg. The explanted ipg was not returned.